Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved.

Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Patient reported left-side capsular contracture, baker grade IV. Patient additionally reported "presence of liquid that was "squeezed.¿ the device remains implanted.

Event description:
Previous medwatch submission noted capsular contracture and seroma late. Upon further information, allergan has determined that the events of capsular contracture and seroma late did not occur. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.